Manufacturer narrative:
This report is for an unknown tibial nail / unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown surgery, a ball hex screwdrivers broke when trying to get the connecting screw out. Connecting screw connects insertion handle to the lateral entry tibial nail. During procedure connecting screw would not come out of the nail. It was extremely tight and broke the ball hex screwdriver and bent the connecting screw. There were no fragments left in patient. Finally, it was able to get it out with a back up device. Procedure was completed with twenty (20) minutes surgical delay. Patient was not affected. This report is for one (1) unknown tibial nail. This is report 3 of 3 for complaint (B)(4).